Event description:
Diabetes nurse reported the customer was hospitalized for high blood glucose. Nurse stated the customer had been experiencing problem with the no delivery alarms prior to the hospitalization. The nurse stated that she changed out the customer's infusion set and the no delivery alarm was resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.